Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head failed uplink tests and it was noted that the cable was badly twisted and its insulation was damaged. It was further noted that the label was delaminated. Both the cable and the label were replaced to resolve all. (B)(4).

Event description:
The radiofrequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.